Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also an accident or trauma might have weakened the fixation of the electrode which led to device mobility, even though no causal event, like an accident, has been mentioned. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patients performance is affected. No trauma or disease on the implant area has been reported. All electrodes are inside the cochlea. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patients performance is affected. No trauma or disease on the implant area has been reported. All electrodes are inside the cochlea.